Manufacturer narrative:
The device was returned and evaluated by product analysis on 19-aug-2019 with the following findings: a review of the pump black box showed pump reboots. Leak testing showed the pump leaked at the bolus button. The pump powered on was exercised for 12 hours with no power interruptions occurring. There was evidence of moisture corrosion found inside the pump on the transceiver board and printed circuit board components. The complaint of power issue was shown in the pump history but was not duplicated during investigation. Report late due to transition from vmsr program.

Event description:
On 27-jul-2019, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power. It was noted that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.